Manufacturer narrative:
The customer service engineer replaced the manifold assembly pump. No further repair information is available. (B)(4).

Manufacturer narrative:
(B)(4). A suspect pump was received for evaluation. Functionality tests were performed and an intermittent audible sound would be detected, at the beginning or end of pump operation/motion. The ventilation function was not adversely affected. The pump/manifold was dismantled, and the diaphragm was found intact. It is possible that the slowly starting/finishing motion of the pump allowed the air valves, air flow, and diaphragm to interact and creating a momentary vibration. The customer reported malfunction was confirmed.

Event description:
It was reported that during patient use, the ht50 ventilator pump made an abnormal noise whenever functioning. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.